Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw, unisg from a bellatek® titanium abutment 3.4mm, ldat3 bundle was returned for investigation. Evaluation will be only of the subject item (unisg). Visual inspection via naked eye and camera magnification revealed that the head of the screw was severely damaged and the screw had fractured across the threads. Therefore, based on the evaluation, device malfunction occurred and the reported event was confirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw (unisg) fractured. It was also reported that no impact to the patient, no delay reported and implant remains implanted.